Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of 0.2 % naropin in 100ml of normal saline epidurally at a rate of 5ml/hr and the delivery was started. No further programming parameters were provided. At 0730, the nurse obtained a new 100ml bag of naropin and the delivery was restarted. At 1115, the licensed practical nurse informed the registered nurse (rn) that, "the patient's blood pressure is low." After the rn assessed the patient, it was noted that only 20ml of naropin remained in the bag. The delivery was stopped and the device was turned off. The physician was notified. During transport to the intensive care unit (ICU), the patient complained of numbness, heaviness in the arms, and tingling fingers. The patient's respirations became "a little labored." Once in the ICU, the physician ordered the patient's head of bed elevated. It was reported that the "patient's breathing became more labored; patient's breathing was assisted (bagged)." The patient then became "unresponsive." A code was called and CPR was initiated. The patient "regained consciousness quickly." The physician was ordered "some medication which the patient responded well to." The customer contact reported, "the nurse did not set the pump properly and the pump was not in fault." It was reported that the device was programmed to deliver at a rate of 50ml/hr instead of the intended rate of 5ml/hr. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device.